Manufacturer narrative:
Sections with additional information as of 29-dec-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: (B)(4): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Note: manufacturer contacted customer in a follow-up call on 10-nov-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products did not resolve the initial concern: internal report reference number (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from result obtained of 180 mg/dl fasting obtained 7:58 am on (B)(6) 2025. Per the customer, the results from the true metrix meter are higher compared to her other device (competitor brand meter); actual meter to meter comparison results were not provided. The customer stated her expected am fasting blood glucose test result range is 95-125 mg/dl.the customer feels well and did not report any symptoms. The customer stated that the day prior, (B)(6) 2025, due to the high blood glucose test results she had gone to her doctor's office. Per the customer, when at the doctor's office the true metrix was reading 15 points higher than the doctor's device; the meter-to-meter comparison results were not provided. Per the customer the doctor had advised her to replace the true metrix meter at the pharmacy. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/14/2026 and the open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.